Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient had a cardioverter resynchronization therapy pacemaker (crt-p) and a subcutaneous implantable cardioverter defibrillator (s-ICD). A review of a subcutaneous electrocardiogram (s-ECG) strip was requested to determine recommendations and programming options due to sensing issues. Device data showed an untreated event possibly due to the s-ICD sensing the atrial pace event and the qrs. Additionally, an inappropriate shock was identified on the s-ECG due to noise with a very wide morphology. The boston scientific sales representative performed some reprogramming as testing showed better sensing in primary vector. The patient was being monitored and a subsequent explant procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.